Manufacturer narrative:
This report is submitted on december 19, 2022.

Event description:
Per the clinic, the patient experienced an infection at the upper part of the implant bed (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.